Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The medical staff attempted to reposition it to the left ventricle. Some improvement of the waveforms was noticed although the pigtail of the pump remained bent and the physician declined to reposition further. The patient survived the procedure.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The cause of the issue was use related. This report is being filed as part of a retrospective review of historical records.